Manufacturer narrative:
The analysis showed that two devices were received with the articulation mechanism's damaged. The devices were received with no cartridges present in the devices. The returned devices were tested for functionality with test cartridges in the left articulated positions; when fired to the left, the staples were malformed due to the damage articulation mechanism's. The devices were disassembled to verify the condition of the internal components and the articulation bands was found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy, the devices would only fire twice. The initial fire and a reload was fired, but the devices appeared to lockout. The jaws on one of the devices would barely open. Another device was pulled to complete the case. No patient consequence.